Manufacturer narrative:
(B)(4). Batch # n5308u. The ec60a device was received for analysis with the release button damaged and with an ecr60g cartridge loaded on the device. The cartridge was received fully fired. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the nurse reports that they were unable to open the jaws and remove the reload. The jaw release button has snapped off so jaws cannot be opened. Another gun was opened and case continued. There were no adverse consequences for the patient.